Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer performed a reset on their own, preventing confirmation of the fault ID. Technical support decided to replace the pump and advised the customer that they would receive a pump with updated software. Caller was instructed on how to put the existing pump into storage mode before returning it to tandem and was informed about using the provided return box and pre-paid label to avoid billing. Customer reverted to an alternative method of insulin therapy.